Event description:
Reportedly, the device dropped bits of plastic in the pt. Surgeon noticed white matter and retrieved all fragments. The procedure continued and there were no reports of ill-effects to the pt. Procedure type: unk, pt sex: unk.

Manufacturer narrative:
Initial report sent to the FDA.